Event description:
It was reported the lead had an integrity issue and had been changed from bipolar to the unipolar configuration. It was also noted the old ventricular lead was put into the atrial port of the new device. Follow-up attempts were unable to obtain additional specific information on the patient and the lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.